Manufacturer narrative:
Follow-up #1 and final report submitted to update sections and based on the results of investigation. Reported issue it was reported that the irrigation clip broke. Product history review: not performed as lot # was not provided. A review of complaints related to p/n 111690, lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. It was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
Clip on end of irrigation clip broke when surgeon was about to burr. Pka case delayed for about 2 minutes. Additional information provided. When the clip broke, a piece of it fell into the patient, and there was a resultant 2min delay as the surgeon located and removed the broken piece from the patient wound.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip on end of irrigation clip broke when surgeon was about to burr. Pka case delayed for about 2 minutes. Additional information provided: when the clip broke, a piece of it fell into the patient, and there was a resultant ~2 min delay as the surgeon located and removed the broken piece from the patient wound.